Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad buttons were difficult to press. Reportedly, the keypad had come off the pump and had been taped back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: during investigation, the keypad cover was found to be torn between the up arrow and down arrow buttons. The up arrow, down arrow and ok buttons were intermittently unresponsive during testing. The keypad cover was removed and contamination was found under all contacts. During evaluation, moisture was observed in the battery compartment. The pump was opened and no moisture was observed inside the pump. Unrelated to the complaint, evaluation revealed a dim, fading and discolored display screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.